Manufacturer narrative:
On october 25, 2021, mentor received additional information indicating that along with the right breast capsular contracture, the patient also experienced right breast implant malposition and umbilical contour abnormality. During the revision surgery on (B)(6) 2021, the patient also underwent capsulotomy and capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 630cc mentor smooth round high profile saline breast prostheses, suffered right breast capsular contracture (baker grade unknown), post-procedure. As a result, the patient underwent removal and replacement with a 630cc mentor smooth round high profile saline catalog: 3503630 lot: 9575829 sn: (B)(4) on (B)(6) 2021.